Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -03.0 diopter, in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2016 due to low vaulting and lens opacity (anterior subcapsular). The lens was exchanged for a longer lens and the problem was resolved.. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4). Device evaluation: product evaluation found lens returned dry in the lens container. Visual inspection found haptic torn/broken/bent/deformed and foreign material on lens surface that is not possible to specify. (B)(4).